Event description:
In 2005, experienced severe fatigue -would need to stop and rest several times just going from house to car, etc.- at which time I consulted dr. I asked to be tested for hg and was ordered blood tests. Results of tests were normal, even when I asked specifically about my mercury levels, dr suggested I was depressed -which I felt I was not- and prescribed wellbutrin. Helped slightly with fatigue until lack of sleep made me punchy. Went for second opinion. Asked again specifically for hg. Results came back, but was told hg was not tested. Searched internet, found info on dmps and testing for hg not by blood. Found local dr. To test urine. On two months later, removed all hg fillings. Next day had energy to walk 2 miles back for appt to remove incomplete old root canal and one more filling. Reclaimed energy from second day till present today, did not need naps from then on except from staying up late using my new found energy. Aches, stiffness, and digestive problems subsided after about 1-2 months. Dose or amount: amalgam hg vapor release. Frequency: daily. Route: po. Dates of use: 1967-2005. Diagnosis or reason for use: tooth restoration. Event abated after use stopped or dose reduced?: yes.